Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 242mg/dl and the sensor glucose was 42mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer mentioned that sensor showing blood glucose 374mg/dl but it was actually 140mg/dl. Customer stated that they experienced high blood glucose of 287mg/dl which was treated by bolus with insulin pump. Customer declined troubleshoot for high blood glucose. The sensor will be returned for analysis.